Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient was experiencing low blood glucose levels down to 55 mg/dl with headache, loss of concentration, weakness, fatigue, and shakiness. The reporter stated that the pump¿s insulin on board may not have been calculating correctly. The pump was reviewed with the reporter. The reporter confirmed that the pump basal settings were correctly programmed in the pump and the rates were recently adjusted by the patient¿s health care provider. The reporter indicated that the time and date were correct in the pump. The reporter indicated that the pump bolus and prime histories were correct. The reporter indicated that there were no known changes in the patient¿s health, weight, or diet related to the low blood glucose. This report is made based on the allegation that the patient experienced hypoglycemia related to an allegation that the pump insulin on board calculation may not have been calculating correctly.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A (B)(4) flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus was programmed and the bolus was correctly reflected in the pump¿s iob calculation and the ezbg calculation correctly reflected the iob. The iob was confirmed to be working appropriately. Unrelated to the complaint, the display was found to be faded and discolored.